Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery not charging" error code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery not charging" error code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.